Event description:
On (B)(6) 2025, the beta bionics ilet user reported receiving multiple back-to-back alerts including urgent low, low glucose, glucose falling quickly, and sensor error. A subsequent ¿sensor unavailable¿ alert also appeared. Technical support assisted the user with troubleshooting bluetooth connectivity by cycling bluetooth settings and reinstalling the mobile app, which resolved the sensor error. The user reported a blood glucose of 66 mg/dl for approximately 15 minutes, which was corrected with carbohydrate intake. Fingerstick measurement later showed 148 mg/dl, and glucose stabilized at that level. The ilet device alerted the user to the low. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.